Event description:
Customer reported unexplained high blood glucose. Customer's blood glucose was 490 mg/dl. He treated with the device. Customer experienced minor fatigue. He stated he changed his infusion set already, but his blood glucose did not come down. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The time and date were incorrect. The device failed the high pressure test twice. The cannula was bent. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).